Manufacturer narrative:
The device was received for evaluation. The report of tubing issue was confirmed, however, the tubing was found broken rather than detached. Tubing breakage could cause a leakage that implies a small amount of bodily fluid or flushing solution loss that is unlikely to result in an injury. Due to the opposing force of the routinely used pressurized saline bag, there is no potential for air entering the system. If required, the device can be exchanged without an increase in the inherent risk for infection and with minimal delay in monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, while purging this vamp jr to connect it to the central venous line, a leakage in the middle of the line at a soldered connection was noticed. At the moment of replacing the device for another one, the leaking tubing detached. As per customer's opinion, there is potential risk of air embolism, hemorrhage, and infection if the leak is not immediately detected. There was prolonged procedure time and no patient injury. The device was available for evaluation.